Event description:
On jul. 7th 2020, getinge become aware of the complaint acrobat-I stabilizer om-10000, knob could not be tighten, after the package of the acrobat-I stabilizer is unpacked, which can't be used on a surgery. The hospital changed a new set acrobat-I om-10000 for the procedure at once. This product has not been used for patient in clinical surgery. No patient involvement.

Manufacturer narrative:
Trackwise #: (B)(4). When received this complaint, maquet suzhou went through DHR record, complaint history record, there was no deficiency identified from production relevant the mechanical issue prior to this complaint. Returned products evaluation: the device was returned to the factory for evaluation, an investigation was conducted on 07/15/2020. -visual inspection-signs of blood. No visual defects were observed. -mechanical function- the device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The knob can't be tightened. Based upon these findings, the reported failure mode ¿mechanical issue¿ knob can't be tighten, was confirmed. -the returned product has been disassembly further to conduct the relevent raw material dimensional measurement, there's no non-confirmity observed. The most probable root cause could be that rotating the knob leaner which cause acme screw could not be align with the acme nut thread or too much strength used, acme nut thread broken, then the knob could not be tighten. Action: has request shanghai ssu to show training video to the customers which has been made according to the IFU guidance to show how to use the om-10000 stabilizer, and video to show the precautions for use.

Manufacturer narrative:
Event description: on (B)(6) 2020, getinge become aware that acrobat-I stabilizer om-10000, knob could not be tighten, after the package of the acrobat-I stabilizer is unpacked, which can't be used on a surgery. The hospital changed a new set acrobat-I om-10000 for the procedure at once. This product has not been used for patients in clinical surgery. No patient involvement. The event date is (B)(6) 2020. This issue happened in china. After performed the decision tree to decide whether it is reportable, we found that the same malfunction has been reported in a previous MDR, and we have similar products sold in us as contact manufacturer, so it is reportable to us FDA. The investigation has been started, since we have received the complaint, the following contents has been conducted: DHR review: the DHR of the reported lot 3000113215 has been reviewed. No non-conformity is observed indicated the reported failure. All the products had been performed 100% mechical function test during production. They all passed the function test, the knob can be tighten and also can tighten the link arm. Trend review: in the last 12 months, (B)(6) 2020, this is the second case reported to (B)(4) site besides the case complaint on the same issue, same product issue happened on (B)(6) 2020 from the same hospital, there's no other similar case reported. Returned products evaluation: the device was returned to the factory for evaluation, an investigation was conducted on 07/15/2020. Visual inspection-signs of blood. No visual defects were observed. Mechanical function- the device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The knob can't be tightened. Based upon these findings, the reported failure mode ¿mechanical issue¿ knob can't be tighten, was confirmed. Test of the raw material: there's no non-conformity observed indicated the reported failure.

Event description:
On (B)(6) 2020, getinge become aware of the complaint acrobat-I stabilizer om-10000, knob could not be tighten, after the package of the acrobat-I stabilizer is unpacked, which can't be used on a surgery. The hospital changed a new set acrobat-I om-10000 for the procedure at once. This product has not been used for patient in clinical surgery. No patient involvement.